Manufacturer narrative:
No product was returned to the manufacturer for evaluation. Although the reported low speed advisory and transient deceleration in pump speed were confirmed based on a review of the submitted system controller log file data, a cause of the recorded alarms could not be determined. Based on the information available, the patient had been doing clinically well throughout the event. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine evaluation of the system controller history, a drop in speed to 3640 rpm was observed. A low speed advisory alarm also occurred. The manufacturer's technical services representative reviewed the system controller log file and confirmed the transient speed deceleration. There were no other unusual events noted in the event history, and the pump appeared to be functioning as intended. On (B)(6) 2017, it was reported that the patient was discharged home and doing ok. The cause for the speed drop was not determined. The patient was reportedly asymptomatic.